Manufacturer narrative:
A field service engineer (fse) went on-site and replaced fluid valve and verified instrument per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that there was a recurring intermittent cartridge chemistry (cc) sample probe leak onto the covers of the unicel dxc 600 pro synchron clinical system. No injury was reported.